Event description:
It was reported that a flogard infusion pump "did not work." It is unknown if this event occurred during delivery. There was no patient involvement; therefore, no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported problem of a flogard infusion pump that "did not work" was confirmed during evaluation and determined to be caused by defective force sensing resistors (fsrs). Service replaced the frss to correct the problem.